Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ruptured device and inflammation".

Event description:
Patient representative reported unknown side ruptured device and inflammation. The device remains implanted.